Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the surgeon said that he could not de-articulate it while closed on the tissues. He had to force to take it out and he had to reopen a new one to staple higher on the colon as he damaged the tissue where the stapler was stuck. After the case, the patient's anastomosis ruptured but the surgeon is not completely sure it was because of the problem he had with the stapler. During the case, he really hesitated to convert to open. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The articulation feature performed as intended.